Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/03/2017 with the following findings: review of the pump¿s black box revealed auto-off alarm due to inactivity on (B)(6) 2016 at 22:23 follow by unexplained rebooting events on (B)(6) 2016 at 13:05. Deliveries resumed (B)(6) 2016 at 22:12. Unexplained rebooting events occurred on (B)(6) 2016 at 16:03; deliveries resumed on (B)(6) 2016 at 04:32. Unexplained reboots occurred on (B)(6) 2016 at 15:08; deliveries never resumed. The total daily insulin delivery records correctly reflect the users programmed basal rates. Three battery compartment cracks were observed. The returned battery cap threads were damaged and the cap could not attach properly to the pump; a power issue was experienced with the returned cap. A test cap was able to secure properly to the pump; the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage to the pump¿s internal components was found. Unrelated to the complaint, the cartridge compartment was damaged; the returned cartridge cap was able to secure properly to the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was above 800 mg/dl with confusion, extreme drowsiness, extreme thirst, and excess urination. On (B)(6) 2016 the patient was reportedly treated in an emergency room with insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pumps settings were not recently changed. It was reported that an intermittent power issue was experience on (B)(6) 2016. A battery compartment crack was reportedly observed and the battery cap had not been changed in 7-12 months. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.